Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not producing an image when he used a 180 series scope during procedure preparation. The initial reporter confirmed that this device did not make patient contact and the issue was ultimately resolved ¿ though specifics details were not provided.